Event description:
The report stated that the device jammed closed over tissue once it had been fused and could not be opened. The surgeon had to pull the instrument off the tissue and suture to repair. A new device was used to complete the procedure without incident.

Manufacturer narrative:
(B) (4). (B) (4). To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.